Event description:
N/a.

Manufacturer narrative:
The pyrocarbon distal mcp implant was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
DHR - a review of the lot records identified no issues that could have caused or contributed to the alleged complaint. Failure analysis - the part has not been returned to integra, but photographs were provided. Visual examination of the photos found that the stem of the implant was broken into two pieces. The failure was confirmed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A sales representative reported a (B)(6) year-old male patient had a revision surgery due to broken pyrocarbon implants. The pyrocarbon was implanted on (B)(6) 2021 due to arthritis. The neck of distal (phalangeal) implant broke off at the head of the implant while the patient was opening a door. The patient experienced painful swelling on the right index finger and weakness. The patient presented for instability. An x-ray confirmed the break and patient was scheduled for a new pyrocarbon implant to be inserted. The pyrocarbon implants was explanted on (B)(6) 2021 wherein all the broken parts were recovered.